Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the basal software did not suspend insulin delivery. Customer experienced a low blood glucose (bg) in the 30's mg/dl. Multiple attempts were made to follow up with the customer regarding the low bg; however, no response from the customer was received. The customer reverted to an alternate method of insulin therapy.